Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ise tubing 2 and the ise electrode block. The fse described that the j nozzle sprayed down the middle of the d pot and it was causing intermittent bubbles in the cup. The fse replaced the ise tubing 2 and the ise electrode block to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl) on their au5800 chemistry analyzer. There was no impact to patient treatment in connection to the event. Quality control was within specification prior to the event. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.